Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 2.2. Date: (B)(6) 2011, inratio: 4.4, retest #1 inratio: 1.8, retest #2 inratio: 1.6, retest #3 inratio: 1.1. Pt's target therapeutic range is 2.5-3.5. Lot expiration date: (B)(6) 2012. The 4.4 inr result on (B)(6) 2011 was done in the morning. The other 3 results that day were done in the afternoon.

Manufacturer narrative:
Investigation pending.